Event description:
The customer reported the collimator was closed and would not reopen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. System operates as intended. This MDR is related to ge healthcare (B) (4).